Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the long and calcified vessel. A 2.5x38mm taxus liberte stent delivery system (sds) was advanced and the stent struts became deformed. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the long and calcified vessel. A 2.5x38mm taxus liberte stent delivery system (sds) was advanced and the stent struts became deformed. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. Struts at the proximal end of the stent were misaligned and raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).